Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. It is unknown if the patient anatomy met the criteria for indications for use. Endoleaks are a known risk of the procedure. No conclusion can be drawn.

Manufacturer narrative:
Model# reads: 34-34-120bl. Model # should read: 34-34-100bl.

Event description:
Patient implant on (B)(6) 2009 of a (B)(4) bifurcated device and two 34mm aortic extensions. A (B)(6) 2010 follow up revealed a proximal type I endoleak. On (B)(6) 2010 the patient was treated with a 34mm aortic extension which corrected the endoleak.